Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011. No details were provided, however, additional information has been requested. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device.